Event description:
On (B)(6) 2011, there was evidence of noise on the atrial channel. The strips that were provided to us, indicated a potential insulation breach on (B)(6) 2011. The local rep was contacted and we were informed that this lead remains actively implanted under observation by the following physician. Should add'l info become available, this report will be updated.